Manufacturer narrative:
The reported issue is currently under investigation. A follow-up report will be filed when additional details becomes available.

Event description:
It was reported that the 8800 system has intermittent power up problems. System would start after 2nd attempt and run with no errors. No patient injury reported.